Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 30-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that all pyxis drawers failed. A field service engineer (fse) identified that the network cable was connected to the incorrect port on the pyxis. The cable was moved to the correct port, the firewall was disabled, and all drawers were successfully activated. The system functioned as intended after the field service engineer had repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, all pyxis drawer failed. Customer tried to recover by restart, but issue remains the same. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.